Event description:
It was reported that a pta dilation balloon would not deflate after an inflation in a fistula. Negative pressure was applied with a syringe; however, the balloon still would not deflate. The catheter was removed with contrast still in the balloon. No pt injury was reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.